Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
The distributor / customer alleged a non-specific defect for the nim daq pre-amplifier. No further information was provided. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the customer indicates intraoperative, the system did not recognize the digital preamplifier. The system did not display impedances.

Manufacturer narrative:
The product analysis indicates the device was received in good cosmetic condition. The connector pcba was twisted, therefore the a/d pcb (analog to digital printed circuit board) short circuited. The pcba was replaced. The device was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.